Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1515405) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported by the company representative: reached out to clinicians, technicians and clinical engineering and the only detail was on a note that the device did not deploy. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. No further information is available. Sheath size: 6f vessel size: 6 mm. On 9/28/2015, cardinal health received a copy of a medwatch report (MDR # 230130000-2015-8068), which was sent to the FDA by the user facility: the mynx vascular closure device malfunctioned during deployment. Manual pressure was held to the right femoral artery site by the physician. Hemorrhage was also reported.

Manufacturer narrative:
(B)(4). The device was received and inspected by accessclosure (B)(4). (A (B)(4) company). Visual inspection of the device showed that the shuttle cartridge was engaged to the handle. The sealant was visible through the shuttle cartridge side slit and blood was observed on the outer surface of the sealant. The advancer tube was found inside the shuttle cartridge which indicates an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. The procedural sheath was not returned with the device; therefore, a complete physical investigation could not be performed. Based on the provided information and the investigation performed, the probable cause for the reported event could have been from incomplete engagement of the advancer tube. However, the root cause could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following additional information was received form the cardinal health company representative: I reached out to the clinical engineer at the hospital and he informed me that there was no hematoma or hemorrhage and there were no consequences to the patient.